Event description:
The customer received a blood glucose reading of 101mg/dl on the contour next ez meter, re-tested on a different meter and the reading was 55mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. The test strip information was not provided so report is filed under the meter. Product was not replaced.